Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had hypoglycemia with a loss of consciousness. According to data from the pump, this shows a rapid decrease in glucose that did not allow him to react to the hypoglycemia. The insulin pump generated a low alarm that was planned when the patient was unconscious. No further details given.